Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopy. The device did not fire. There was poor staple formation. The staple line was incomplete distally. The staple line was hand sewn to correct the issue. Another device was used to complete the procedure. No known impact or consequence to patient.